Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 7.5mg/ml at 1mg/day via an implantable pump. The indications for use were spinal pain and failed back surgery syndrome. It was reported that the patient had loss of therapeutic effect. It was noted as ¿na¿ when asked to describe any environmental, external or patient factors that may have led or contributed to the issue. The catheter was replaced. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.